Event description:
It was reported that guide wire entrapment encountered. The 99% target lesion was located in the severely tortuous and severely calcified iliac artery. A 035/260 amplatz super stiff guide wire crossed the lesion, followed by a non-bsc balloon catheter which was advanced to the contralateral side and crossed the aorta branch. However, the balloon got stuck around the proximal external iliac artery and failed to advance and was removed together with the guide wire. Subsequently, the devices were replaced with another 035/260 amplatz super stiff guide wire and a new balloon catheter was unpacked and devices were advanced without problems. The procedure was completed and no patient complications were reported.